Event description:
Customer reportedly received the following results on the aviva expert system within 1 minute: 1. 3.5 mmol/l and 14.2 mmol/l 2. 4.6 mmol/l and 14.2 mmol/l readings of 14.2 mmol/l were not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of alleged product; however, the test strips are not available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.